Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b006112n49, implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient was in the hospital for 18 days with blood clots in their head and still had one at that time. It was noted the drug infusion system was double checked twice while they were in the hospital and everything was good with the system. The reporter noted the patient lost quite a bit of weight approximately 1 year ago, and then the pump protruded from their abdomen and rubbed on their hip bone which was uncomfortable for the patient. The pump system was being used to deliver dilaudid. It was later reported that the pump was in the patient's abdomen and it rubbed against their hip bone and it hurt. It was noted that the doctor did move it last time the pump was replaced but the patient thought they were getting the smaller device. It was later reported that the patient noted being told that this pump was smaller than their last pump, but the patient felt it was bigger. The patient¿s pain was mostly at night when they were sitting, and they had to put a pillow on their side to prop it up because it was ¿huge". The reporter noted the pump moved around all the time and it rubbed up against their bone on the inside.